Manufacturer narrative:
Tracking no: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the jaws of the reload were open. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, prior to a low anterior resection, the device could close but it would not open. No patient involvement.